Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that the customer experienced diabetic ketoacidosis. The blood glucose level was unknown at the time of incident. The customer had device performance issue. The customer treated with insulin pump. The product will not be return for analysis.